Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a superolateral right hip arthroplasty dislocation. There is no fracture or other abnormality. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown/ unknown head/ lot # unknown. Item# unknown/ unknown taper/ lot # unknown. Item# unknown/ unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04027.

Event description:
It was reported patient has been indicated for revision due to dislocation; however, no revision has been reported to date.